Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1500256 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears typical. The staples appear properly aligned. The stapler was returned with 37 staples left in the cartridge. The stapler is only meant to have 35 staples in the cartridge. Reference files pic_anp1900048941 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. A few more attempts were made, but the staples were still unable to fire. The stapler was disassembled and it was found that one side of the saddle spring was out of place. It could not be determined what caused it to be out of place. However, this is the cause of the staples not being able to be pushed down the channel and load into the forming tool. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: non-conformance 40008469 was initiated to further investigate the complaint. The reported complaint of "stapler was stuck during use" was confirmed based upon the sample received. During functional inspection, no staples were able to be fired. The sample was disassembled and it was found that one side of the saddle spring came out of place. This would prevent the staples from being pushed into the forming tool and function properly. It could not be determined what caused the saddle spring to become dislodged. The stapler was returned with 37 staples left in the cartridge which is more than there should be. The probable cause of this complaint issue is manufacturing related. Non-conformance 40008469 has been initiated at the manufacturing site to further investigate.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.